Manufacturer narrative:
Additional information, patient identifier - updated with the event number (B)(6) since patient ID was not provided. Corrected event describe event or problem - updated date of event to (B)(6) 2020 in the event description. Other relevant history, including preexisting medical conditions - updated information. Patient medications - aspirin and protamine (the patient was given 10ml of protamine at the end of the procedure).

Event description:
On (B)(6) 2020 the patient presented with complete occlusion of the right common iliac artery.

Manufacturer narrative:
Additional manufacturer narrative: a review of the manufacturing records indicated the device met pre-release specifications. The device was not returned for an engineering evaluation. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
The following was reported to gore: on (B)(6) 2020 the patient presented with complete occlusion of the right common iliac. An 8lmm x 59mm gore® viabahn® vbx balloon expandable endoprosthesis was successfully deployed and blood flow was restored. Approximately 2 hours after the completion of the surgery, the patient complained of leg pain. The patient was brought into the or and an angiogram was performed. It was then noticed that the previously implanted device had occluded. The physician reopened the cut down and used a fogarty balloon to remove the clot and administered heparin and eliquis to reduce clotting. It was reported the patient tolerated the procedure and is doing well.